Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent the transplant. Additional information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2022. No issues with heartmate 3 left ventricular assist system (lvad), serial number (B)(6), were reported. (B)(6) operated as intended and will reportedly not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was not elevated on the transplant list due to a device or device therapy related issue. The device operated as expected.